Event description:
It was reported that the previously working remote monitor did not respond when the start button was pressed. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): during the initial visual/functional check, the monitor would not start interrogation. However, after further analysis was performed, this failure disappeared, so a root cause could not be determined.